Event description:
It was reported that the cardiomems sensor migrated from its original implant location in the left pulmonary artery to the right pulmonary artery. The patient was able to obtain a reading using a hospital monitoring system on (B)(6) 2026; however, they have been unable to obtain a reading with their patient electronics device since the migration occurred.